Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that the patient had an issue with the drape. Due to this drape, the nose skin peeled off, and redness and bleeding were observed after the surgery. The patient required first aid for the recovery of the skin of the nose. The procedure type was unknown.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The customer did not save the drape or lot number of pak. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. A review of the custom pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. A review of the manufacturing records could not be reviewed as the customer did not retain the affected lot information. The root cause of the customer's complaint could not be established as there is insufficient information to review records and conduct a proper investigation. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Custom pak manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).